Event description:
It was reported that a patient underwent a total hip arthroplasty on august 21, 2006. Subsequently, the patient was revised on (B)(6) 2013 due to elevated cocr levels, tissue damage and pain. The cup and head were removed and replaced with cup, head, and a polyethylene liner. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain. Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02719 / 02720).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a total left hip arthroplasty on (B)(6), 2006. Subsequently, the patient was revised on (B)(6), 2013 due to elevated cocr levels, tissue damage and pain. The cup and head were removed and replaced with a competitor's cup, a biomet head, and a biomet polyethylene liner. Additional information received from the patient's legal counsel alleges soreness, discomfort, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, metal poisoning, metallosis, loss or range of motion and mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reports patient's left lower extremity to be 1.5cm longer than her right lower extremity prior to the revision. During the revision surgery, operative notes report a pseudo abscess, a fluid-filled blackened cyst, metallosis, and blackened tissue.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evidence of wear on articular surface suggests possible dislocation or subluxation of the head or from stem impingement.